Event description:
While implanting an aculoc 2 plate in the patient, the surgeon was inserting a screw with as driver tip in the head of the screw. The tip of the driver broke off and could not be removed from the screw head. The driver tip remains implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2022-00016: driver.